Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient

Manufacturer narrative:
Based upon the clinical review, the reported endoleak was confirmed. There was a type iiia endoleak identified although there may also have been a non-device related type ii endoleak. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the clinical review, a root cause was not definitely identified, but stent migration was the main contributor to the type iiia endoleak. Off-label use of the device with a right iliac artery diameter greater than 2.3 cm and an angulation greater than 90 degrees may have been a factor in the unconfirmed type ib endoleak. It could not be determined if the possible non-device related type ii endoleak was a factor or not.

Event description:
!It was reported that 38 months post implant of a bifurcated device, suprarenal aortic extension and a limb extension, and endoleak was identified. Reportedly, the device was not completely separated but there seem to be a whisp of a component separation. The physician elected to be proactive and bridge the components with an infrarenal aortic extension. The endoleak sealed, and the patient is doing great.